Manufacturer narrative:
(B)(4).

Event description:
The dentist reported 10 days after the dental implant was installed in intraoral region #6, it was verified its loss of osseointegration, but didn't provide any other info about the case.